Event description:
It was reported that a user of the ilet experienced hyperglycemia after announcing a meal, with a fingerstick blood glucose of 278 mg/dl, and no pump alarms or infusion set leaks noted prior to troubleshooting; the user was guided to change the infusion set. Customer care provided support that included directed troubleshooting steps. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. No symptoms associated with elevated blood glucose reported. Outcomes included the need for troubleshooting and temporary interruption to routine use. It was concluded that the event was user-reported hyperglycemia with cause unclear and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.